Manufacturer narrative:
The customer determined insufficient volume of detergent a on board the architect c4000 system and replaced it with a full cartridge. The customer also performed quarterly maintenance and other troubleshooting including inspection of the mixer and cuvette washer and sample probe replacement. Maintenance was determined to have resolved the imprecision issue. A review of the architect system operations manual and architect ict diluent reagent package insert indicated the complaint issue is adequately addressed. Review of quality metrics identified no adverse or non-statistical trends. Review of the service history for architect c400441 identified no additional tickets for imprecise sodium results attributed to the instrument. Neither the patient sample nor the applicable instrument logs for architect c400441 containing information relative to the occurrence were available. Based on the available information, neither a deficiency nor a malfunction of the architect c4000, serial number (B)(4), was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted. When the evaluation is complete. (B)(4).

Event description:
The customer observed imprecision while testing patient samples on the architect c4000 analyzer. Sodium results generated for one patient sample were 161, 135 and 133 mmol/l. No adverse impact to patient management was reported.